Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection and found the second o-ring out of groove.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having an issue with her set. The customer stated the second o-ring was not in place, which lead to insulin leaking out of the reservoir during the filling process. The customer's blood glucose was 331mg/dl. The customer stated the leak occurred past the o-rings. Customer agreed on returning reservoir for analysis.